Event description:
Same case as MDR ID# 2134265-2015-04473. It was reported that a guide wire fracture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end of left circumflex (lcx) artery to posterolateral of left circumflex (lcx) artery. A 330cm rotawire¿ and a 1.50mm rotablator burr were used for treatment. During the procedure, the physician attempted to cross a 0.014 unspecified guide wire; however, it failed to cross the lesion. The physician managed to cross the rotawire with a non bsc guide catheter to the posterolateral of lcx. Ablation was then performed with a 1.5mm rota burr at the proximal end of lcx at 172,000, total of 33sec, and a maximum of 7,000 speed down; however, it was difficult to cross the burr to the distal of lcx. Subsequently, the rotawire was removed halfway unintentionally. The physician reinserted the rotawire to the posterolateral of lcx and continued the procedure; however, the burr was again unable to cross the lesion and the rotawire was removed unintentionally again. Reinsertion of rota wire was repeated three times and when the physician then attempted to pull the rotawire slightly, the physician noted that the device was different and further observed that the rotawire was detached. The detached part was then removed completely with the non bsc guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis with its original pouch. Visual inspection observed that the body was kinked at 181.3cm from the proximal end and the wire fractured at 313.8cm from the proximal end. Evidence of tension/torsion overload was also noted on the fracture site. Moreover, the spring tip was not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-04473. It was reported that a guide wire fracture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end of left circumflex (lcx) artery to posterolateral of left circumflex (lcx) artery. A 330cm rotawire¿ and a 1.50mm rotablator burr were used for treatment. During the procedure, the physician attempted to cross a 0.014 unspecified guide wire; however, it failed to cross the lesion. The physician managed to cross the rotawire with a non bsc guide catheter to the posterolateral of lcx. Ablation was then performed with a 1.5mm rota burr at the proximal end of lcx at 172,000, total of 33sec, and a maximum of 7,000 speed down; however, it was difficult to cross the burr to the distal of lcx. Subsequently, the rotawire was removed halfway unintentionally. The physician reinserted the rotawire to the posterolateral of lcx and continued the procedure; however, the burr was again unable to cross the lesion and the rotawire was removed unintentionally again. Reinsertion of rota wire was repeated three times and when the physician then attempted to pull the rotawire slightly, the physician noted that the device was different and further observed that the rotawire was detached. The detached part was then removed completely with the non bsc guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).